Event description:
One month post-op, the patient is doing well. No complications have been reported. Radiographic imaging shows the unilateral implantation with the tip of the broken pak needle contra lateral.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that during a minimally invasive spinal fusion procedure, the tip of the pedicle access kit needle was broken. A piece of the needle remains in the patient's vertebra. The procedure was aborted. No further information is known at this time.

Manufacturer narrative:
Device evaluation: date of birth is unknown, patient born in (B)(6). Visual and optical examination reveals that approximately 1.5 inches of the cannula is missing. The fracture analysis reveals a very distorted break with a circular material flow consistent with torsional overload. This sort of overload could only have occurred if the tip of the cannula was wedged very tightly. There is also a vertical crack running approximately 1 inch up the molded hub starting at the end fitted into the metal shaft. Review of ap and lateral lumbar spine films show spondy at l3/4 with pedicle screws placed unilateral and pak needle fragment within l3 pedicle. Rod is not fully inserted through l4 pedicle screw. Severe degenerative disc at l5 is noted.